Event description:
On 07/17/2025, a sales representative reported via (B)(4) that an ar-6480 dualwave pump usually has a monitor of the pressure for inflow and outflow. While scoping the shoulder, the pump wasn't reading the pressure properly, and it started speeding up. The gauge was assuming it was low pressure, so it increased the inflow. The doctor was able to catch it on time so that it didn't swell up the patient's shoulder.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Although the power supply functions, per scar 0624-001 the power supply (s/n (B)(6)) requires replacement due to capacitor lot number, 17jx3m. Physical damage was observed to the top cover, bottom cover, bezel, both door levers, and the lcd touch screen. Confirmed unit software version is v1.10 rev. 33. The software label requires an update from v1.10 rev. 33 to v1.10 rev. 38. The serial label requires an update. Unit is missing qty.4 power cords/cables, qty 4 rubber bumpers. See vendor evaluation.